Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00675; related manufacturer reference number: 1627487-2021-00677. It was reported that the scs system was not providing effective therapy. As such surgical intervention was undertaken wherein the system was explanted.